Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the motor speed was unstable and the unit was out of calibration. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was initially reported that there was motor failure and a cutting thickness regulator malfunction. Event did not occur during surgery and there was no harm, delay, or patient involvement. No additional information was available per the customer, however evaluation of the device later revealed that the motor speed was unstable. No adverse events were reported as a result of this malfunction.